Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went blank and its giving an alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported there was fluid in the battery compartment. Customer stated the home screen did not appear on the display. Customer stated the display was not blank less than 30 seconds. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.